Manufacturer narrative:
Hill-rom technical support suggested changing the communication cable. The affinity three birthing bed and affinity four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Test all sidecom communication system features (radio, tv, light, entertainment, and nurse call functions) for proper operation. Inspect the communication cable for cuts, nicks, or breaks. Inspect the male pins and female receptacle in the connecting plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in labor and delivery at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).